Manufacturer narrative:
The insulin pump was received with battery tube threads - cracked and a cracked case (battery tube). Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery during analysis due to critical pump error (open book image). Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 4.4 mmol/l. Customer states insulin pump had critical pump error. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.